Event description:
The customer reports during an unspecified procedure using a tracheal intubation fiberscope, the casing on the tip of the scope broke off into the patients airway. The device fragment was retrieved. There was no reported adverse effects to the patient. Additional details regarding the reported event have been requested. At this time, no additional information has been provided by the customer. An olympus onsite specialist reported no one saved any foreign body material for me to examine and there was no physical missing parts from the scope. The scope was returned to olympus for evaluation. There were no parts missing from the scope upon inspection/examination.